Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not confirmed. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece?: the patient was exposed to unplanned radiation as an xray was taken to support the search for the needle tip. I don¿t believe there was additional tissue damage. What is the patient¿s current health status and condition?: the procedure was completed as planned and there doesn¿t appear to have been any adverse effects from the incident. Procedure name and date? :septoplasty, (B)(6) 2023. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, ten unopened samples that pertain to product code . In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an septoplasty (B)(6) 2023 and suture was used. Suture today, the tip snapped off. It was only noticed when the surgeon handed it back to the scrub nurse. After an x-ray it was not found to be in the patient. The procedure was completed as planned and there doesn¿t appear to have been any adverse effects from the incident. Additional information has been requested.